Event description:
It was reported that a patient experienced peritonitis manifested by manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. Dianeal therapies were ongoing. At the time of this report, the patient was still in the hospital. The patient¿s recovery status was not reported. No additional information is available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4).the reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is the same patient as (B)(4). Should additional relevant information become available, a follow up report will be submitted.